Event description:
Eleven minutes after initiating a cvvhdf treatment on a critically-ill pt, the prismaflex machine generated "access too negative", "access pressure rising", and recurrent "access extremely negative" alarms. About three minutes later, the machine generated a "filter clotted" and a "filter extremely positive" alarm. The treatment was terminated, without returning the blood in the circuit. According to the clinical manager of the picu, during the treatment, the pt became hypotensive. Eventually a code was called. She could not provide the timing of the code, relative to the time of the cvvhdf treatment. The pt was unsuccessfully resuscitated and expired. Neither the physician, nor the nurses caring for the pt believe that a failure of a gambro device caused or contributed to the pt's death. The prismaflex machine (B)(4) used in conjunction with the filter set was inspected by a gambro technical service representative and found to be operating within manufacturer's specification.

Manufacturer narrative:
The m 60 filter set was discarded and not available for inspection, the lot number of this filter set is unk.